Event description:
Flexible scope type mv-1034 (s/n (B)(4)) was used on patient . Scope was broken. Scope tag was clearly marked 'broken'. Scope also had orange tape (to indicate where the break was) around the scope.